Event description:
Customer returned the device for evaluation and repair of the issue of angle adjustment knob not adjusting the angle that occurred during preparation for use. There is no patient involvement and no harm to any patient. The intended procedure was completed without any issues or delay. Upon evaluation of the returned device, it was observed that there was presence of foreign material that could not be identified in the suction channel. This is attributed to failure to clean adequately. This medwatch is being submitted for the reportable issue of presence of foreign material in the suction channel as observed during device evaluation.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was presence of foreign material that could not be identified in the suction channel. This is attributed to failure to clean adequately. Other observations for the device: no angulation when angulation control knob is turned due to angle wire been cut. Gap of up/down knob is out of standards due to worn angle-wire. White dots at the screen due to damage of charge couple device (ccd) unit. Condition of light guide (lg) bundle is not good. Color of lg lens is changed. Gap at the adhesive part of distal end rubber coating (a-rubber). Coating at the connecting tube is peeled off; suction cover is deformed; pinhole at switch (sw) sw1; video cable protector is cut off, and distal end has scratches and dents. The user¿s complaint of no angulation when the angulation control knob is turned was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received for this event from the customer. Correction will be made for color of the foreign material which was known at the time of initial submission. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, and h10. Correction: the foreign material found was white in color. The device was fully reprocessed prior to being sent in for repair. There is no possibility that the device with the presence of foreign material was used in a procedure: reprocessing information: pre-cleaning was performed for the device immediately after the earlier procedure. Steps followed for pre-cleaning, including detergent used, not provided as unknown. Manual cleaning was performed for the device within an hour after the procedure. A reusable brush was used to brush device channels. Model number not known. All other information, including automatic endoscopy reprocessor (aer), detergent, and disinfectant used was not provided as unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it. Olympus will continue to monitor field performance for this device.